Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed. The instrument was placed on an in-house system. The instrument passed the recognition test. A review of the logs found 6 - 282 errors for recognition failure (tool invalid reason: one or more tool sensors were not detected: only tool magnet detected (tool sn not available) on usm3). Additional observations not reported by site: the instrument failed mechanical engagement when placed in the system. Instrument inputs failed to engage with the sterile adapter in multiple attempts. A review of the logs found no failures for engagement. The instrument was found to have a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The broken pitch cable at the distal end likely caused the engagement failure. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted nephroureterectomy surgical procedure, the permanent cautery hook (pch) was not recognized. The procedure was completed with no reported injury.